Manufacturer narrative:
Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 278 mg/dl. In addition, it was reported that a cartridge alarm 5 and alarm 6 occurred. Reportedly, the customer was reusing and refilling cartridge. Tandem technical support educated customer on cartridge labeling. Customer load a new cartridge to resolve the issue.